Manufacturer narrative:
On (B)(6) 2022 the seaspine clinical team provided an updated sae form for patient (B)(6). The event description in the updated form noted that on (B)(6) 2021 the patient has plateaued in improvement with pain on the left side low back. Also, noted bilateral set nut loosening at l5. Revision to be considered if the patient does not continue to improve. At that time the patient continued physical therapy and the hope was that bracing with the interbody fusion would lead to a solid fusion and reduction in pain. Outcome details: patient reported to be 70% improved as of 10.11.2021 with pain about 4/10. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone. Erosion, migration or pain.

Event description:
On (B)(6) 2022 the seaspine clinical team provided an updated sae form for patient (B)(6). The event description in the updated form noted that on (B)(6) 2021 the patient has plateaued in improvement with pain on the left side low back. Also, noted bilateral set nut loosening at l5. Revision to be considered if the patient does not continue to improve. At that time the patient continued physical therapy and the hope was that bracing with the interbody fusion would lead to a solid fusion and reduction in pain. Note that the initial left l5 set screw loosening was recorded under pr (B)(4). Treatment description: revision posterior spinal fusion l5-s1 with hardware removal and reinsertion with another system.